Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The fault was found to be with the mpu board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The fault was found to be with the mpu board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information: no patient involvement. Issue found during testing. Information added to section b5.

Event description:
Additional information: no patient involvement. Issue found during testing.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump powers off whenever an attempt is made to run the device. There was no reported adverse event.